Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set had a bent cannula. Patient with diabetes stated after the 2nd replacement, her blood sugar started to come down. There was no patient injury.